Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch.missing end cap sticker noted. Unable to perform displacement test dueto motor error alarms. No unexpected squealing and beeping noise noted during testing note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.